Event description:
During an emergency right heart catherization and pericardicentesis, the 7 french balloon wedge pressure catheter was inserted into the patient's right heart. Procedures for removing excess pericardial fluid were completed. Following removal of the pericardial fluid, the balloon was inflated to check the pressure of the pulmonary wedge. It was then noted that the balloon did not inflate properly. The catheter was removed from the patient. Upon removal it was noted that the balloon was missing from the tip of the catheter.it is presumed that the balloon was lost in the patient. No known injury resulted from this incident however, because the device malfunctioned, hospital reprots this incident under the safe medical device act.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: component failure, balloon. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. The device was not destroyed/disposed of.